Event description:
According to the complaint received, patient had been trained on performing self-irrigation on (B)(6) 2015 at (B)(6) and had been using daily for a few weeks. Patient noted that the catheter was well hydrated and "very gooey and slippery to touch." She did not feel any jagged or sharp edges. (B)(6) commenced irrigation and complained of an acute, sharp, abdominal pain when she inflated the balloon and experienced some abdominal cramping. Immediately after balloon deflated and catheter came out- (B)(6) noticed small amount of frank red blood on the catheter. Bleeding stopped after a few minutes. (B)(6) decided to "ignore for right now" as it was her birthday and she didn't feel feverish and pain was subsiding. (B)(6) took a tramadol she had from her initial accident. Patient went to dinner with her family who she said noted she was irritable. (B)(4) was still in pain and returned home after and promptly fell asleep. On (B)(6) 2015, (B)(6) contacted her physician who was unable to see her and whose nurse recommended she go to urgent care. (B)(6) drove to local hospital with fever & rectal bleeding where she was provided dilaudid and a CT was completed- perforation was the results; however, they were inequipped to handle treatment. (B)(6) was transported to (B)(6) clinic where she was admitted. A colostomy was performed on (B)(6) 2015. Patient was released on (B)(6) 2015. Per reporting nurse, surgical notes state "no defined perforation in rectum or sigmoid colon" no diagnosis of peritonitis was listed. Further, in 3 months, she will have an appointment with colorectal physician to discuss reversal of colosotomy and having a mace procedure performed. (B)(6) does not want a colostomy.

Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. As no lot number was provided, coloplast is unable to trace the relevant product documentation and check if similar faults were registered from the particular production lot. Should the device or additional information be received, a follow-up report will be filed. (B)(4).